Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this atrial lead was repositioned due to elevated thresholds, no pacing output and oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that atrial oversensing resulted in inappropriate atrial tachycardia response (atr) events. The atrial sensitivity was going to be reduced to address the clinical observations. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.